Event description:
It was reported that the hcp was unable to navigate through all screens on the 8840 to update a pump after refill. It was reviewed that there was missing information on one of the tabs and the hcp should be able to navigate all the screens and update once they figure out what info is missing. Additional information later reported it was a nurse error. The nurse left out information and thought it wasn¿t working but it was working perfectly fine. The nurse was getting more training the first week in october. Additional information reported the hcp had asked for assistance to get out of a perceived lock screen and the hcp was assisted.

Manufacturer narrative:
Concomitant products: product ID 8840, serial# unknown, product type programmer, physician; product ID neu _unknown_cath, serial# unknown, product type catheter. (B)(4).